Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent open reduction internal fixation (orif) surgery with a distal fibula plate containing 3 holes for distal tibial fracture. Upon sindesmosis external stress checking, reinforcement was needed, accordingly fibulink was adopted. In compliance with surgical technique, tensioning cap of 10mm was approached to be inserted beyond silver tube, but it interfered with the plate, and the situations brought extra forces, and just then, its shaft portion broke off at its root of head area. Breakage was extracted, and then another cap was newly unpacked and used to compensate for the surgery. There are no pieces retained in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully within extra thirty (30) minutes. No further information is available. This report is for one (1) fibulink(r) syndesmosis repair kit/ti this is report 1 of 1 for complaint (B)(4).